Event description:
It was reported that a retrospective observational study was conducted of patients that had undergone tlif with bmp-2 to treat discogenic pain syndrome. Forty-five patients from a single-surgeon practice, all of whom underwent tlif for discogenic pain syndrome, were followed for a minimum of two years. All patients underwent a single or double-level tlif by the senior author, which was augmented by posterolateral fusion tsrh posterior pedicle screw-rod instrumentation, and a boomerang polyetheretherketone (peek) interbody device. All procedures were augmented with recombinant human bone morphogenetic protein-2. Three cases developed ectopic bone post-op.

Manufacturer narrative:
Literature article citation: corenman et al. Bmp-2-augmented transforaminal lumbar interbody fusion for the treatment of chronic low back pain secondary to the homogeneous diagnosis of discogenic pain syndrome: two-year outcomes. Spine: 2013; (doi: 10.1097/brs.0b0 13e31829fc56f). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.